Event description:
It was reported on 3/29/2006 that the lead exhibited low hv lead impedance. Positional testing was performed; however the low impedance values were not reproduced. The lead was removed in 06 due to an impedance anomaly.